Event description:
It was reported that an ilet pump user was unable to proceed during a supply change when the device displayed an ¿unable to proceed¿ condition at the rewind step despite multiple restarts and removal and reinstallation of supplies, with chamber recheck confirming no foreign objects. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health. Investigation included customer care troubleshooting with user-guided checks of the pump chamber and attempts to restart and resume operation. Investigation of this case revealed a persistent malfunction during the rewind sequence consistent with a device operational failure, with no contributing external obstruction identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.